Event description:
Allegedly, near the beginning of a laparoscopic appendectomy procedure, one jaw of the instrument broke off into the patient. The doctor was not immediately able to locate and retrieve the jaw and proceeded to remove the appendix, after which an x-ray was performed and the missing jaw was located and retrieved; this prolonged the procedure by approximately 90 minutes. The procedure was completed with no injury to the patient.

Manufacturer narrative:
The instrument has not returned for evaluation. The most likely cause for this kind of damage is overstress, i.e. Grasper jaws were used to hold too much weight or device was used for retracting heavy tissue, which our IFU warns against.